Manufacturer narrative:
The insulin pump had intermittent bolus express, esc buttons response due to moisture damage keypad traces. No button error alarm during testing. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump button error while she was walking around and she could not clear the alarm due to the buttons being unresponsive. Customer stated that the device might have been exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.